Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 neonate patient tested for crp and bilt3 bilirubin total gen.3 (bilt3) on a cobas 6000 c (501) module. Based on the data provided, the bilt3 results are a reportable malfunction. The initial bilt3 result was 3.3 umol/l. The sample was repeated twice with results of 213 umol/l and 218 umol/l. The sample was tested in a micro cup and the customer noticed three bubbles in the cup after the initial testing. The initial result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The bilt3 reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the sample probe. Validation test results were ok.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.